Event description:
Pt undergoing gastric bypass surgery with complaint by surgeon that the ecs-21 "failed" "did not make a complete circular staple ring". Staples appear to have fired correctly as notified by or rn. Unsure if device malfunction or user error.